Event description:
A patient rolled against an unsecured port door on an air shields isolette (model c100) and fell out of the isolette. As the patient rolled out of the port door, the pulse oximeter's sensor attached to the patient's foot prevented, the patient from reaching the floor. The results of an immediate examination of the patient concluded that there were no injuries as a result of the fall. The isolette was removed from service. Biomedical engineering examined the isolette and identified that the latch on the older style c100 port doors have to be pushed until a click is heard which indicates that the door is securely closed. The door can be held in place without being fully secured which was the cause of the fall. Biomedical engineering identified three other c100 isolettes with this type of latch and removed them from service. Biomedical engineering has replaced the latches on two of the c100 isolettes with newer style latches. The newer style latches require less effort to close and secure the door.